Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed insulin flow blocked alarm during bolus delivery. Customer's blood glucose was 300 to low 400 mg/dl. Customer was advised to change the entire set. Customer will not be returning the reservoir for analysis.